Event description:
The manufacturer received information alleging a ventilator "alarmed and airflow stopped." The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, ventilator inoperative codes were found in the ventilator's downloaded error log. The device's blower was replaced to address the issue.